Manufacturer narrative:
The complaint device is not being returned for evaluation and therefore the reported failure cannot be verified. It cannot be determined what kind of damage the active tip sustained that led to this type of failure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with this failure within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Three devices were received in one package, as the lot numbers are not written on the devices, there is no indication which device is linked to which complaint. Under magnification, all three devices were examined. The first device had signs of melting on the manifold between 6-9 o'clock positions of the tip, and the second device had similar melting sign at 6 o¿clock position of the tip. This damage to the tip would lead to display output shorted error, confirming this complaint. This damage is consistent with the tip of the device coming into contact with a secondary metallic object during activation, indicating misuse. The electrode was not tested to avoid further damage to the tip. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. The third device had no anomalies. It was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. The reported failure for this device cannot be confirmed and we cannot determine what caused the user to experience reported problem. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints from this lot of (B)(4) devices released for distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
After the electrode had been used for 2 minutes, the generator would display 'output shorted' but would not reset itself automatically. The black mode button would be pushed and the electrode would work only for a short amount of time. The white plastic surrounding the active tip of the electrode seemed to disintegrate and leave a black mark (looks like the burnt plastic) in the soft tissue. Nothing was left in the patient at the end of the operation.

Manufacturer narrative:
The complaint device was returned after it was initially reported that the device has been discarded. This is a follow up report to document device return. Once an investigation is conducted, another follow up will be filed to document investigation results.

Event description:
After the electrode had been used for 2 minutes, the generator would display ¿output shorted¿ but would not reset itself automatically. The black mode button would be pushed and the electrode would work only for a short amount of time. The white plastic surrounding the active tip of the electrode seemed to disintegrate and leave a black mark (looks like the burnt plastic) in the soft tissue. Nothing was left in the patient at the end of the operation.

Event description:
After the electrode had been used for 2 minutes, the generator would display ¿output shorted¿ but would not reset itself automatically. The black mode button would be pushed and the electrode would work only for a short amount of time. The white plastic surrounding the active tip of the electrode seemed to disintegrate and leave a black mark (looks like the burnt plastic) in the soft tissue. Nothing was left in the patient at the end of the operation.